Event description:
During device preparation, a vibrational alert was observed and the device was noted to be in backup mode. A new device was successfully implanted. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to memory corruption. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.